Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument exhibited resistance while moving, and some cables were reported as broken. The surgeon experienced a snapping sensation while operating the scissors, which then became unmanageable. There was no thermal damage, energy failure, or visible damage to the instrument tips or tip cover. No fragments fell into the patient¿s anatomy, and there were no reported injuries. The issue did not cause a procedure delay and was resolved by replacing the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.